Event description:
It was observed that during device evaluation, the gastrointestinal videoscope cylinder had foreign matter come out from the air/water nozzle. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, the foreign material inside the air/water nozzle was identified and confirmed as silicone rubber (black). Although we could not identify the origin or cause of the material, the material was used in general rubber packing and in the scope connector for water feeding tank. Therefore, we considered that the small piece of the material entered the channel during the reprocessing. No physical damage was confirmed at the place where the foreign material remained. The event can be detected/prevented by following the instructions for use (IFU) which state: the operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of water feeding function 1. Keep the air/water valve¿s hole covered with your finger. 2. Depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.